Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant of the implantable pulse generator (ipg) system, ventricular pacing was suddenly delivered even though an intrinsic rhythm was present. It was further reported that a few hours later, pacing failure occurred. The patient then experienced cardiac arrest, suffocation and is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also experienced a fast atrial arrhythmia. Cardiac massage was preformed.